Manufacturer narrative:
Manufacturing engineer evaluated the device and indicated the shaft bent in a humpbacked like shape around the area of the third combi-hole. Numerous surface scrapes and scratches coincident with normal implantation and explantation of plate. Review of device history record (DHR) found nothing that would cause or contribute to the reported incident. All parts from subject product lot met final visual and dimensional requirements prior to release. Shaft width and thickness were checked on both sides of the bend area and found to meet specification requirements. The product development engineer evaluated the device and indicted the plate is bent at 3rd lcp hole on shaft of the plate. There are a few scuff marks on the plate. Fretting corrosion is also visible on the compression portion of hole 6 and 10 shaft lcp holes. The information contained in the report is insufficient to determine the cause of the plate failure. The plate design including cross section analysis was reviewed and determined to meet the intended use.

Event description:
During a surgery to repair a distal femur fracture on (B)(6) 2012 the patient was implanted with a plate and screws. When the patient returned for a follow up visit, the doctor noticed on the x-rays that the plate was bent. A revision surgery was scheduled for (B)(6) 2012, and the bent plate and screws were removed. Procedure was successful. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. However, parts from subject product lot met all visual and dimensional requirements throughout manufacturing and released. A review found nothing that would cause or contribute to the reported condition.